Manufacturer narrative:
(B)(6). (B)(4).

Event description:
The customer questioned thyroid results for 1 patient sample. The patient's thyroid results were normal or undetectable on the cobas e 801 module. The same aliquot was run on an elecsys e170 modular analytics immunoassay analyzer and the results were the same. When the sample was tested by the advia centaur siemens method the results were discrepant for elecsys ft4 ii (ft4 ii), elecsys tsh (tsh) and elecsys ft3 iii (ft3 iii). The initial results from the e801 module were reported outside of the laboratory. The patient had no signs or symptoms that suggested central or peripheral thyroid disease. This medwatch will cover ft3 iii. Refer to medwatch with (B)(6) for information on the ft4 ii erroneous results and medwatch with (B)(6) for information on the tsh erroneous results. Refer to attached data for the patient results. There was no allegation that an adverse event occurred. The e801 module serial number was (B)(4). The e170 analyzer serial number was not provided. The customer thinks there is some interference in the sample affecting the results.

Manufacturer narrative:
Upon further investigation of the patient sample, an interferent against a component of the reagent was confirmed. This interference is covered in product labeling. Product labeling states "in rare cases, interference due to extremely high titers of antibodies to analyte-specific antibodies, streptavidin or ruthenium can occur. These effects are minimized by suitable test design. For diagnostic purposes, the results should always be assessed in conjunction with the patient¿s medical history, clinical examination and other findings."